Event description:
It was reported to boston scientific corporation that during an anterior and posterior pelvic floor repair procedure, the needle broke when the pinnacle was being placed, so it was not implanted. The procedure was completed with another pinnacle device, with no complications to the patient.

Manufacturer narrative:
The device has been received for evaluation, however, the analysis has not been completed. Therefore, the cause of the reported malfunction is currently undetermined.